Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) reporting that during the procedure the lead was implanted. When checking the impedance before anchoring the lead, it turned out electrodes 1 and 5 were invalid (40,000 ohms). There were no contributing factors. Troubleshooting was performed: cleaned the lead several times, and tried both sides 0-7 and 8-15 of the wireless external neurostimulator (wens). This did not change, both electrodes still showed 40,000 ohms. The lead was removed and a new lead was implanted. The new lead immediately showed great impedances. Issue was resolved. Patient was alive with no injury.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, ubd: , UDI#: h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Device analysis for lead unknown revealed the distal end conductor broken, conductor #1 and #5 were broken 6.4 cm from the distal end. The lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.